Manufacturer narrative:
(B)(4) - inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology- 70% stenosis). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology- 70% stenosis). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to deploy a 2.75mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in a patient located in the lad with little calcification and 70% stenosis. It was reported that the stent could not cross the lesion and the stent was removed. Another stent was used. When the delivery system was returned to the manufacturing facility, the stent was noted to be damaged. No patient injury occurred and no clinical sequelae were reported. Device evaluation: a number of struts on the 6th proximal segment were raised and pulled distally. The distal tip was damaged. No further damage was noted.